Event description:
The customer contacted physio-control to report that their device unexpectedly shut itself off during use on a patient. No further details about the event or patient were provided from the customer. Physio-control has attempted to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the device would not complete the boot-up process. The cause was determined to be due to the system pcb assembly. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The customer received a replacement device. Physio-control further evaluated the removed system pcb assembly and it was observed that the single board computer was inoperative, preventing the device from completing booting up.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut itself off during use on a patient. No further details about the event or patient were provided from the customer. Physio-control has attempted to obtain additional information about the patient; however, no response has been received.